Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 433 mg/dl. Customer was treated with insulin pump. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the bottom right side was cracked. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed-unk.